Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced chest pain, very bad headaches, low blood pressure, ear pain and they fainted on their floor. The patient noted the implantable pulse generator (ipg) was not working and was dead. The ipg was removed and replaced. Following the implantation of the replacement ipg the patient experienced blacking out repeatedly and redness at the incision site. The patient also noted their pacing lead was not working fully. The replacement ipg and the pacing lead remains in use. No further patient complications have been reported as a result of this event.